Manufacturer narrative:
(B)(4).

Event description:
It was reported the parkinson's disease patient¿s ¿symptoms were controlled ok¿ after the implant of their implantable neurostimulator (ins). On (B)(6) 2014, the patient went to the hospital to have reprogramming performed and was told his ins voltage was at 2.6 volts. The patient¿s physician ¿suggested the patient should have replacement surgery before (B)(6) 2015.¿ starting six days prior to report, however, the patient experienced difficulty walking and a painful waist. These symptoms remained as of 18 days after initial report. The patient was redirected to their healthcare provider (hcp). It was noted the patient was to go to the hospital for reprogramming in the middle of (B)(6) 2014. A supplemental report will be filed if additional information is received.